Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician was advancing the first pc400 coil into the target vessel using a non-penumbra microcatheter when it unintentionally detached inside the microcatheter. Therefore, the pc400 and microcatheter were removed. The procedure was completed using a new microcatheter and a new pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pc400 was detached from its pusher assembly and stuck inside the non-penumbra microcatheter. The non-penumbra microcatheter was ovalized approximately 15.0 cm from the hub. Conclusions: evaluation of the returned pc400 revealed that the embolization coil was detached inside the non-penumbra microcatheter. It is possible the pusher assembly became fractured while advancing, allowing the embolization coil to detach and become stuck within the microcatheter. There was an ovalization on the returned microcatheter that may have contributed to the pusher assembly becoming fractured while advancing. A pusher assembly fractured further supports why the embolization coil and proximal constraint sphere were present inside the returned microcatheter. During attempts to remove the coil from the microcatheter resistance was encountered and the sr wire may have fractured. During functional testing, the microcatheter burst due to pressure created when attempting to push a mandrel through the occluded device. This damage was done by the penumbra investigator and was incidental to the reported failure. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.